Event description:
The manufacturer representative reported a patient experiencing a return of symptoms. The patient had a pump connector suture pulled to tight, which cut the pump connector, and prevented the patient from receiving drug. The drug used in the pump is baclofen. Additional information has been requested.